Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause has been unknown; however, based on evaluation performed by the local service engineer, the following are supposed to be the cause. The ccd unit did not work normally since water invasion into the device. The device did not work normal because the electric current was not carried out well by the damage of the connector of the device. The instruction manual of the device states the corresponding method in case of an abnormality.